Event description:
The manufacturer has been informed of the passing of a patient who was using a dreamstation auto CPAP device. The patient's wife previously called to ask for all communication to stop, but she is still receiving emails and letters. No further details were provided, and there has been no indication that the device played a role in the patient's death. Additional information has been requested regarding the details of the reported death. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.